Event description:
Healthcare professional (hcp) reported that there is a possibility of foreign matter reaction occurring due to the characteristics of using vycross products. The hcp stated that there was foreign body granuloma. Biopsy was not provided. The product used was juvéderm® voluma¿ xc into the nasolabial fold. About two months after the injection, a lump appeared at the hyaluronic acid injection site, and it was dissolved upon re-examination at the clinic. The dissolution was with hyaluronidase 7.5ml (750 units) in the nasolabial folds, and on the follow-up examination, there were no issues. Hcp stated that because the treatment started early, improvement was achieved without the need for oral steroids. Symptoms resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.